Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator and he patient experienced and esophageal fistula between esophagus and pericardium. It was reported that the problems happened 2 weeks after the procedure. When patient came back at the hospital with pain and doctors brought him in the ep room. The patient hospitalized and doctor had to do a pericardiocentesis and put a stent on the esophagus. The physician indicated they didn¿t really know the exact reason for the adverse event, they supposed it was procedure related. There were no errors observed on biosense webster equipment. Device investigation details: the device investigation has been completed since service for the unit was declined by the customer and no further information was provided. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case, is not FDA approved, therefore, we are providing the PMA details for the qdot micro¿ catheter which are the most commonly used catheters with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator and he patient experienced and esophageal fistula between esophagus and pericardium. It was reported that the problems happened 2 weeks after the procedure. When patient came back at the hospital with pain and doctors brought him in the ep room. The patient hospitalized and doctor had to do a pericardiocentesis and put a stent on the esophagus. The physician indicated they didn¿t really know the exact reason for the adverse event, they supposed it was procedure related. They indicated the electrodes closest to the esophagus were turned off. There were no errors observed on biosense webster equipment. The patient was reported to be recovered and they will wait some more weeks.